Event description:
The customer's pump displayed a message indicating that it had been reset. The pump was at 60% battery life at the time of the event. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.